Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there is no flow when taking the injection. Verbatim: consumer reported, no flow when taking injection stated, he does not always prime before injections"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there is no flow when taking the injection. Verbatim: consumer reported, no flow when taking injection stated, he does not always prime before injections".